Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken curved blade. A broken piece, approximately 0.35" x 0.10" was not returned; the material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
During a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, it was reported that after 30 minutes of use a message ¿replace the instrument¿ appeared and the harmonic ace curved shears stopped working. The procedure was completed with no reported injury.